Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received excessive no delivery alarms. Troubleshooting was performed and issue persisted. Customer could not continue troubleshooting due to not having any more supplies. Customer was advised to change complete set and to call back should issue persist.